Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a36u device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic anterior resection, there was no feedback of breaking the washer at the firing. The device was used between the colon and the rectum. The adjusting knob was loosened, and it was found that the staples were deployed on the anterior wall but the tissue was uncut. Then, the knob was tightened, and the device was fired again. There was a feedback breaking the washer, so that the device was removed. But it was found that the anastomosis was not completed. Another competitive device was used to complete the case. There were no adverse consequences to the patient. Additional information was provided that the surgeon used the device twice. The surgeon checked the gap setting scale within the green zone at first firing. The surgeon was not able to check the stapling form. However, the surgeon cut the anastomosis and reconstruct by replacement. The patient did not construct a stoma and he is stable.